Manufacturer narrative:
The customer's contour control was evaluated with retention contour next test strips and gave e2, which indicates wrong control.

Event description:
The customer used the wrong control solution (contour) on the contour next link. The meter did not automatically mark the reading as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer returned the control for investigation. New meter, strips and control were sent to the customer.